Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported pain urgency greater than normal with interstitial cystitis. The patient was given cipro for urinary tract infection and turned it down. For the moment there was no effect yet. The healthcare provider said the bladder needs to rest for a few weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they never received therapeutic effect. She had not had therapeutic effect yet. The patient was going to follow-up with their health care professional (hcp). The patient was having an x-ray for lower back pain on the right side. It was noted that the implant was on the patient's left side. This occurred in (B)(6) 2015. Prior to the implant, it came and went. Now it came but had not gone away. The patient does yard work and got back pain from time to time but it usually went away in a couple of days. This time the back pain seemed to be getting gradually worse and worse. The pain was on the opposite side of the device. The device was on the left and pain was on the lower right area. There were no falls/trauma reported. The patient mentioned it seemed the pain got worse when she turned the device up. There was no therapeutic benefit. The patient saw the health care professional (hcp) on (B)(6) 2015 and the hcp determined that she had a urinary tract infection (uti). This could be the reason why her symptoms were not under control. The patient first noticed the uti on (B)(6) 2015 but it could have been before that because of her bladder issue that she had with cystitis. The patient reported that it was hard to tell the difference when they were having pain all the time. Also, they never received their therapy guide. The indication for use was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).